Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed the device passed pre-test. Therefore, the reported condition was not confirmed. However, during evaluation, it was observed that the power was inconsistent during power with test bench but still within specification. An assignable root cause was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during hand surgery, it was observed that the electric pen drive device lost power as it was being used to drive k-wires. As a result, there was a 4 minute delay in the surgical procedure. The same device was used to complete the surgery successfully. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.